Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years 1 month post implant of a 26mm sapien 3 valve in the pulmonic position, the valve presents stenosis and insufficiency. The patient was submitted for a proctor review for thv in thv, no intervention has been scheduled. Per proctor review, the echo report shows a gradient of >90mm hg with pulmonary regurgitation through the previously placed sapien valve and the patient is reported to be symptomatic. It is recommended for a thv in thv and to do a complete coronary assessment and consider ballooning the pre-existing sapien valve with a high pressure balloon prior to the vinv tpvr.

Manufacturer narrative:
Correction to section h6 per evaluation. The valve was not returned to ew for evaluation as it remains implanted in the patient. In addition, no relevant imagery was provided for review. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. If gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. An increase in pressure gradients across the valve may also result from sub-valvular stenosis due to narrowing or constriction of effective valve diameter (e.g. Thickened leaflets). Review of medical records confirmed that patient had pulmonary valve stenosis, so the right ventricle had to ''work overtime'' to compensate for the constricted blood flow through the valve. The pulmonic valve gradient increases as a result. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. However, a definite root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.